Event description:
It was reported that the customer entered an incorrect pairing code when attempting to start a dexcom g7 sensor, which prevented proper cgm pairing with the ilet system, and the agent instructed the user to toggle the cgm switch and restart the sensor, after which the issue resolved. Symptoms included no reported clinical effects or alarms. Outcomes included no impact to health and no need for medical care. Investigation included customer troubleshooting and education by technical support. Investigation of this case revealed user error related to sensor pairing and device use, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.